Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) esophagogastroduodenoscopy (egd) performed on an unknown date. According to the complainant, during preparation, the internal packaging was found open when the box was opened. The distal catheter had a kink near the handle. Another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.